Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the heater cooler 3t system. The event occured in ireland. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system not cooling properly on patient side. The issue occurred during procedure. There is no report of patient injury.